Event description:
Dexcom sensor wire broke and coiled into pt's skin causing pain and redness. Could not be removed by parent and child was brought to ed at night due to pain. She received antibiotics and was evaluated by surgery team. Due to the discomfort, she will be having a surgical procedure to remove the wire. Diagnosis or reason for use: continuous glucose monitoring for type 1 diabetes.